Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient daughter that she is hospitalized for 5 days due to hypoglycemia and after that death occurred. Low blood glucose level was prior to death and the level was 32 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: corinth. Patient country: united states.